Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient underwent a total hip (B)(6) 2006 with trident cup, x3 poly, accolade stem, lfit v40 head. The patient recently had been experiencing increasing pain/clicking and reported to ER. X-ray revealed that the head was disassociated from the stem and revision surgery was scheduled. The stem, head, and liner were removed and replaced with a restoration modular stem, biolox delta head, troch plate, and new x3 liner.

Manufacturer narrative:
An event regarding disassociation involving an accolade tmzf stem was reported. The event was confirmed. Method and results: -device evaluation and results: ¿damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. No material or manufacturing defects were observed on the surfaces examined.¿ -medical records received and evaluation: ¿x-ray printouts include an undated ap of the pelvis and ap of the right hip, labeled ¿erect¿, demonstrating an uncemented right total hip arthroplasty with one screw in the acetabulum. The hip is reduced in nominal position and no heterotopic ossification is noted. Another undated ap of the pelvis and ap and lateral of the right hip notes the same arthroplasty with a disassociated head/trunnion with the head dislocated from the acetabulum. The stem and acetabular shell appear unchanged and well-fixed, and brooker iii heterotopic ossification is noted.¿ ¿no patient demographics, no clinical or past medical history, and no dated serial x-rays are available for review. Based upon the information available, no determination can be made regarding the cause of the event ten years post implantation requiring revision surgery of the right total hip arthroplasty.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the head and stem disassociated. According to the mar analysis, ¿damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No material or manufacturing defects were observed on the surfaces examined.¿ the review by a clinician stated, ¿another undated ap of the pelvis and ap and lateral of the right hip notes the same arthroplasty with a disassociated head/trunnion with the head dislocated from the acetabulum. No patient demographics, no clinical or past medical history, and no dated serial x-rays are available for review. Based upon the information available, no determination can be made regarding the cause of the event ten years post implantation requiring revision surgery of the right total hip arthroplasty.¿

Event description:
Patient underwent a total hip (B)(6) 2006 with trident cup, x3 poly, accolade stem, lfit v40 head. The patient recently had been experiencing increasing pain/clicking and reported to ER. X-ray revealed that the head was disassociated from the stem and revision surgery was scheduled. The stem, head, and liner were removed and replaced with a restoration modular stem, biolox delta head, troch plate, and new x3 liner.